Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield jaw tool was extended to cut the first branch when small, thin shavings of plastic were noticed to push out into the tunnel. The plastic shavings were retrieved with the device. The procedure was completed with the same device. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: outcome attributed to ae, if other provide code -explain. Corrected from "required intervention" to "other". Corrected to reflect the correct updated information. Internal complaint # trackwise # (B)(4). Autonumber # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield jaw tool was extended to cut the first branch when small, thin shavings of plastic were noticed to push out into the tunnel. The plastic shavings were retrieved with the device. The procedure was completed with the same device.